Event description:
It was reported that, "the pt underwent a trident hemispherical hip replacement surgery." It was further reported that "the pt developed constant pain and other problems related with the implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If it becomes available, the evaluation summary will be submitted in a supplemental report.